Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the compressor and muffler. Fse also replaced the li-ion batteries, safety disk and 9v backup alarm battery as the parts were due for replacement. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The defective components were received for further investigation. The failure analysis and testing dept. Received the defective parts with a reported unit failure of insufficient negative pressure and automatic filling errors. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No errors could be confirmed. Retained the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 event site name :(B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had an insufficient negative pressure, automatic filling error. Driving did not start and an error occurred, after which the machine was replaced. There was no patient harm.